Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a81t. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with a gst60d cartridge reload loaded on the device. The cartridge reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a semi-open colectomy, the device did not move at the 2nd firing on the colon. It was also found that an internal part of the firing trigger was damaged. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.